Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving heparin 15000 units. Ml for a total dose of 1250 units/day via an implantable pump for cancer chemotherapy. It was reported a volume discrepancy was noted where the actual residual volume (arv) was less than the expected residual volume (erv). The arv was 0ml and the erv was 5.4ml. It was recommended to evaluate for other possible causes (partial pocket fill, programming error, aspiration by patient or care giver). Imaging and refill procedure were discussed and the hcp stated there was nothing remarkable about refill procedure. No symptoms were reported. The event date was (B)(6) 2019. No further complications were reported/anticipated.